Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey it was reported that the patient faced an occlusion event with an infusion set and was alerted by an insulin flow blocked alarm. The pump detected an occlusion that prevents the flow of insulin. The patient manually pushed insulin slowly through the tubing with a plunger and the insulin did not exit. No further information available.